Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both positions. The results show that the valve operates within the accepted tolerances in both positions. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, we can confirm visible deposits in the shuntassistant. The deposits did not affect the technical properties at the time of the investigation. At the time of the investigation, we are unable to determine how the aforementioned functional impairment occurred. Organic material in the patient's own cerebrospinal fluid may have temporarily affected the function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system, depending on its location, quantity, and consistency, leads to a deterioration in performance. The examination of the returned item is complete with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant (25) (initially belonging to #fx346t - progav 2.0 w/ shuntassistant (25) and burrhole reservoir) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system caused an underdrainage. Only the shuntassistant was sent in for investigation. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.